Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A labeling review found the patient at home guide to be adequate for the potential use error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The caregiver (cg) contacted baxter's global technical services (gts) regarding a leak in the cassette which occurred during set up on the homechoice prior to patient connection. The cg stated, the leak was due to incorrect setup. Gts advised the cg to start over with new supplies. Product surveillance followed up with the cg who confirmed that the leak was noted at the connection between the bag and the tubing. The cg was unsure if the connection had been tightened adequately. The patient was involved; this was an isolated incident and no serious injury or medical intervention occurred.